Manufacturer narrative:
Investigation summary: one (1) sample and six (6) photos were provided by the customer for investigation. Visual analysis of the returned sample was performed in the biohazard bags in which the sample was returned. The foreign matter is black in color and approximately 4 mm in length. As the particle is considered a biohazard and contaminated a fourier-transform infrared spectroscopy (ftir) analysis was not able to be performed; therefore, a positive identification of the makeup of the particle cannot be performed. Therefore, a potential root cause cannot be determined. The customer also provided six (6) photos to aid in the investigation. The first two (2) photos show the foreign matter (fm) in a filled syringe. The other four (4) photos show the foreign matter viewed using magnification of an unknown magnification power. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #7282959 item #302830. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: as the particle is considered a biohazard and contaminated a fourier-transform infrared spectroscopy (ftir) analysis was not able to be performed; therefore, a positive identification of the makeup of the particle cannot be performed. Therefore, a potential root cause cannot be determined. Rationale: bd acknowledges that the returned sample and photos provided by the customer show black foreign matter (fm) in the syringe. As the particle is considered a biohazard and contaminated a fourier-transform infrared spectroscopy (ftir) analysis was not able to be performed; therefore, a positive identification of the makeup of the particle cannot be performed. As this one (1) occurrence would not exceed the acceptable quality level (aql) of ¿foreign matter ¿ fluid path particles > 1/64 in = 0.65% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that there was foreign matter in the syringe with bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no: 302830, batch no: 7282959. It was reported that a foreign particle was found within the syringe. Additional information provided by initial reporter: in reference to your product 20 ml syringe luer lock tip ref # 302830 lot # 7282959. During one of our gmp processes, a foreign particle was found within the syringe, which impacted our yield and caused us to lose product.